Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial report. Due to the condition of the device as received by olympus, an evaluation was not possible.

Manufacturer narrative:
The subject device had been received. No evaluation was performed. As the customer was unable to clean and disinfect or sterilize the device, the device was disposed of as medical waste. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The customer was unable to clean and disinfect or sterilize the device. Olympus disposed of the subject device as medical waste.

Event description:
It was reported by the customer, the working channel of the evis exera iii gastrointestinal videoscope was clogged with hemospray and the scope was unable to be processed in the medivator. The channels were unable to be manually flushed. The issue was found at reprocessing after a therapeutic procedure. The procedure was not affected. The scope was cleaned with disinfectant in some of the channels then quarantined. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event most likely occurred due to a foreign powdered hemostatic agent (hemospray) being injected into the case via a special accessory. When pulling out the accessory, the accessory was handled incorrectly and hemospray adhered to the forceps channel resulting in the hemospray becoming stuck in the forceps channel. The event can be detected/prevented by following the instructions for use which state: "when using endotherapy accessories, keep the distance between the distal end of the endoscope and the mucous membrane greater than the endoscope¿s minimum visible distance so that the endotherapy accessory remains visible in the endoscopic image. If the distal end of the endoscope is placed closer than its own minimum visible distance, the position of the accessory cannot be seen in the endoscopic image, which could cause serious patient injury and/or equipment damage. The minimum visible distance depends on the type of endoscope being used." "When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." "If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." "If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." "Do not switch between wli observation mode and nbi observation mode while using an endotherapy accessory. The endoscopic image may be distorted while switching between wli observation mode and nbi observation mode. This could cause patient injury, bleeding, and/or perforation." "When using endotherapy accessories, do not use the electronic zoom function of the video system center. It may not be possible to see the position of the accessory in the endoscopic image. This could cause patient injury, bleeding, and/or perforation." "Securely attach the distal attachment, the single use distal attachment, or the distal hood to the distal end of the endoscope using medical tape. Otherwise, it could fall off while using the endoscope." "Inorganic components (minerals) are sprayed through the endoscopic channel to stop gastrointestinal bleeding. There are accessories made by cook medical. An accessory with a pressurizer that inserts a catheter into an endoscopic channel and sprays powder through the catheter onto the affected area to stop bleeding." Olympus will continue to monitor field performance for this device.